Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coils 400 (pc400). During the procedure, the physician experienced resistance while advancing a pc400 through another manufacturer's microcatheter. Consequently, the pc400 became kinked and unintentionally detached inside the patient's body. The physician required a snare device to retrieve the detached coil. The physician subsequently halted the procedure and postponed it until the following week. It should be noted that the physician used a rotating hemostasis valve (rhv); however, continuous flush was not maintained. The subsequent procedure was successfully completed using pc400, pod coils and another manufacturer's microcatheter. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coils 400 (pc400). During the procedure, the physician experienced resistance while advancing a pc400 through another manufacturer¿s microcatheter. Consequently, the pc400 became kinked and unintentionally detached inside the patient¿s body. The physician required a snare device to retrieve the detached coil. The physician subsequently halted the procedure and postponed it until the following week. It should be noted that the physician used a rotating hemostasis valve (rhv); however, continuous flush was not maintained. The subsequent procedure was successfully completed using pc400, pod coils and another manufacturer''s microcatheter. There was no report of an adverse effect to the patient. Additional information was received on 2016-09-27 stating that the postponed procedure was successfully completed using several pc400 coils and a pod coil, with another manufacturer''s microcatheter. The outcome for the patient was positive, there were no device related issues noted and there was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2016-01386.